Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter stated that sections of the display screen had gradually become dim over time. The reporter noted evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test screen was installed and displayed properly. Unrelated to the complaint, the pump failed a leak test in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.